Manufacturer narrative:
This device remains implanted (out of service); therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, failure to sense, and failure to capture. A clear gap was seen in the conductor on fluoroscopic imaging. Surgical intervention was performed to cap this lead (the physician was unable to extract it) and implant a new lead. No additional adverse patient effects were reported.